Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument and noted that the reagent probes were off of center in the cartridge holes during level sensing process. Alignment was performed for reagent probes a and b to resolve the issue. Additionally, the fse performed a performance verification test (pvt) for carryover for the reagent probes, cartridge chemistry (cc) sample probe and mixers. The cuvette wash station pvt carryover failed. The fse replaced the wash/vacuum probes one (1) and two (2) which appeared to be dispensing smaller volume of solutions, cuvette wiper and performed wash station alignment to resolve the issue. Upon replacement of the hardware components related to the cuvette wash station, the wash station pvt carryover test passed. The cause of the event is unknown. As part of troubleshooting this issue the fse replaced multiple parts. As a result, it is unknown which of the part(s) replaced was malfunctioning.

Event description:
The customer reported obtaining an erroneously high triglyceride (tg) result for one (1) patient, involving the unicel dxc 600 pro synchron system. The instrument generated "blank reaction" error messages at the time of the event. The customer repeated the sample on the same dxc and obtained a lower tg result which was considered correct. The erroneously high tg result was not reported outside the laboratory. There was no effect to patient treatment in connection with this event. Quality control was within laboratory established ranges on the day of the event.